Event description:
Technician alleged that the bed had a high ground reading. No pt impact.

Manufacturer narrative:
Technician found the ground pin was loose in the power plug. The technician replaced the power plug to resolve the issue.